Manufacturer narrative:
The hill-rom tech found the siderail latch mechanism stuck. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech lubricated the latching mechanism to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the right intermediate siderail would not latch. The bed was located at the account. There was no patient/user injury reported. (B)(4).